Event description:
It was reported that the patient developed an infection. The device and leads were explanted and replaced. No further information was reported.

Manufacturer narrative:
Device was received in backup mode which was consistent with cold temperature exposure post explant. No anomalies were found.

Manufacturer narrative:
Correction : the device was not replaced. The information mentioned in the previous report that the device was replaced was incorrect.

Event description:
The device was not replaced.